Event description:
It was reported to technical services on (B)(6) 2011 that this atrial lead has impedances over 2000 ohms and the threshold has risen. Patient is going in for a stress test and will be evaluated. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).